Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer replaced and conditioned the electrodes. After re-calibration, the customer had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of ise issues on a cobas 8000 ise module. Qc was run the morning of the event with acceptable results, however, by mid-day qc failed for sodium (na) and chloride (cl). The customer repeated 120 patient samples and approximately half required corrected reports. The following are examples of discrepant results for 6 patient samples tested for ise indirect na and ci for gen.2. Patient 1 initial na result was 141 mmol/l. The repeat result was 134 mmol/l. Patient 2 initial na result was 139 mmol/l. The repeat result was 132 mmol/l. Patient 3 initial na result was 138 mmol/l. The repeat result was 131 mmol/l. Patient 4 initial cl result was 97 mmol/l. The repeat result was 107 mmol/l. Patient 5 initial na result was 138 mmol/l. The repeat result was 131 mmol/l. Patient 6 initial result was 142 mmol/l. The repeat result was 134 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The na electrode lot number was z14_2022 with an expiration date of 26-apr-2023. The cl electrode lot number was t63_2022 with an expiration date of 20-mar-2023.